Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and unexpected restart. The customer¿s blood glucose level was 166 mg/dl at the time of the incident and current blood glucose level was 165 mg/dl. The customer was assisted in performing a self test and self test was failed. The customer also reported that after replacing new battery insulin pump alarmed unexpected restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the occlusion, prime and compromised force sensor system and excessive no delivery test or verify unexpected restart error alarm due to compromised force sensor system alarm.